Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, confirmed by a fingerstick of 335 mg/dl and libre sensor readings, with an occlusion alert indicating interrupted insulin delivery; the user¿s infusion set tubing was later found kinked and was corrected, and the user was guided through an infusion set change. Symptoms included hyperglycemia. Outcomes included no hospitalization and downward glucose trend after the tubing was unkinked and supplies were changed. Investigation included troubleshooting and education by support staff with follow-up confirming improvement. Investigation of this case revealed an infusion set/tubing occlusion due to kinking that impeded insulin flow, consistent with device delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was use-related occlusion consistent with an infusion set/tubing issue.